Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan to report the onetouch ultramini meter was giving inaccurately high readings. The sr. Medical surveillance specialist classified the complaint based on the information provided to customer service. On (B)(6) 2014, the patient obtained the blood glucose readings of 190 mg/dl and 250 mg/dl on the reported meter, which she claimed were inaccurately high compared to her expected values. The patient took the action of taking an increased dose of her oral diabetes medication; specific type not provided. Thirty to sixty minutes afterwards, the patient experienced the symptoms of shaking and vomiting. On (B)(6) 2014, the patient had an hcp office visit, during which she was given an oral diabetes medication prescription. She did not report any emergency medical attention or treatment. Troubleshooting revealed the patient¿s test strips were expired, which can cause inaccurate readings. The meter, test strips and control solution were replaced. The patient¿s technique was incorrect by using expired test strips, which can cause inaccurate readings. However, as the patient suffered symptoms suggesting severe injury after obtaining elevated meter readings, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.